Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings: 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon visual inspection of the returned sample. H6 - investigation conclusion: 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon the visual of the returned sample. One used 6f angio-seal vip was returned for product evaluation. The carrier tube assembly, locator and sheath were returned for evaluation. Other components were not returned. Visual inspection revealed that the carrier tube assembly was returned unmated from the sheath separately. The device cap of the carrier tube was in full rear lock position with color bands fully exposed. Upon microscopic analysis, no anomalies such as kinks or damages were noticed on any of the returned components apart from the curved locator. The device was returned in a fully deployed state. The complaint can be confirmed for bleeding likely due to an improper deployment of angio-seal device. The allegation of the crack on the carrier tube cannot be proven. The split in the carrier tube shaft on the distal end is a manufacturing feature which holds the collagen. It is likely that the user was confused for the slit to be a crack. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was explanted on an unknown date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an ultrasound was used to identify the location for right groin access. There was no common femoral artery angiography performed prior to the angio-seal deployment. Following the intervention on the left superficial femoral artery (sfa), they attempted to close the right groin with the angio-seal device. Upon completion of deployment the patient still had pulsatile flow at the access site, so they held manual pressure to successfully achieve hemostasis. Upon removal of the angio-seal sheath they saw that there was a crack in the sheath. Post hemostasis an ultrasound exam located the anchor in the right (rt) external iliac, however, was not able to verify the location of the collagen. The procedure outcome was successful. An endarterectomy was performed at st charles to remove the anchor.